Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line became disconnected from the transfer set while the patient slept during peritoneal dialysis therapy on the homechoice. The patient was connected to the transfer set at the time of the event. The technical service representative assisted the customer in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.